Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
The mother reported that her daughter passed away. The mother stated that the cause of death was reported as stroke caused by brain swelling due to high blood glucose as customer was suffering from a stomach virus. It was stated that the customer was wearing the insulin pump at time of death. It was stated that the customer experienced high blood glucose for about a week, and then admitted in the hospital. It was stated that the customer passed away while being lifted from hospital to hospital. The mother stated she will keep the insulin pump. No further info was provided.